Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the locking cam on the purple plug would not snap down to lock. A new device of same product code was opened and used to complete case without incident. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged sleeve the analysis results found that the 512b device was returned with the locking cam damaged. Extra force was needed to activate it. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.